Event description:
A surgeon reports that a damaged haptic was noted on the intraocular lens (iol) after insertion. Enlargement of the incision was required to accomodate removal of the lens. Add'l info has been requested.